Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two separate ventricular fibrillation (vf) episodes which appeared to be appeared to be initiated by capture management. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.